Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Ed doctor reports kinked guidewire during insertion. Patient was very obese and user needed to gain access with the introducer needle at a steep angle. Access went fine and guidewire was advanced. Introducer needle was removed. Catheter was advanced over the guidewire but it could not fully advance into position. Catheter and guidewire were removed. A new cvc kit was obtained and a second attempt at placement was successful. No patient harm. The patient's condition is reported as fine.